Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding 8 from box that are really dull and will not go into site. Caller denied reuse of needles. Rotate sites. New to injecting about 2 months. Declined replacement insurance pays lot # 2306492. Catalog# 320555. Date of event: (B)(6) 2023.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding 8 from box that are really dull and will not go into site. Caller denied reuse of needles. Rotate sites. New to injecting about 2 months. Declined replacement insurance pays lot # 2306492 catalog# 320555 date of event 08/28/2023.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.